Event description:
It was reported that the gastrointestinal videoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: incompatible scope(e315) based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most probable cause of the incompatible scope error (e315) is suspected to be liquid immersion at the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.